Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/ or require intervention including, but not limited to, vascular trauma.

Event description:
On (B)(6) 2020, the patient was treated for an iliac branch aortic aneurysm. The patient was reported to have very tortuous internal and external iliac arteries. While attempting to place a gore® excluder® iliac branch endoprosthesis, the guidewire perforated the internal iliac artery. The physician was unable to complete the procedure using endovascular techniques, and converted to an open procedure.

Manufacturer narrative:
B3: date received by manufacturer - corrected to 1/14/2020. H10/11: this event was inadvertently retracted in follow up #2.

Manufacturer narrative:
B5: event description - additional information from field rep indicated that the perforation was not due to the gore device. H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: device code - 2993 based on additional information that gore device did not cause the perforation. H6: conclusions code - 67 based on additional information that gore device did not cause the perforation.

Manufacturer narrative:
Ht0/11: narrative/corrected data - this medwatch will be voided, as review of the file has determined that the patient died of a perforated bowel, and was not caused by the gore device.